Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint following the additional information received. The product could not be returned considering the hospital policy. Therefore, no product evaluation could be performed. From the information provided based on the zper, the product history records, the review of the case with the product manager and the recurrence of this type of event for this product, the investigation found the cause is a user error indeed, as reported, the surgeon did not use the mobi-c distraction forceps to perform a parallel distraction of the disc space but only the caspar distractor. It is clearly stated in the surgical technique to use the mobi-c distraction forceps to create parallel distraction (step 3: parallel distraction). It is clearly stated that it is important to achieve parallel distraction by using the caspar distractor to maintain the parallel distraction achieved by the mobi-c distraction forceps (step 3: parallel distraction). More particularly, as reported by the product manager and specified in the surgical technique, the caspar distraction alone may not properly distract posteriorly (step 3: parallel distraction). Moreover, it was reported that the surgeon did not use the mobi-c level, whose use is to check the correct position in rotation of the implant holder. The use of the mobi-c level could have allowed a parallel insertion of the implant into the intervertebral disc space. Its use is clearly stated in the surgical technique (step 10: verify insertion trajectory). The investigation found no evidence of a device issue. Root cause: user error (absence of mobi-c distraction forceps and no touch level use).

Event description:
Mobi-c p&f us : disassembled after releasing according to the reporter: when mobi-c placement was perfect, extraction forceps used at the side notches. Forceps were squeezed the cartridge was released and removed. When xray was performed after the cartridge was taken off mobi-c, it showed that the mobi-c had came part. That mobi-c was taken out and another was implanted without issues. Additional information received on december 28th 2018: the depth stop adjustment was initially set at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿). The surgeon did not encounter resistance while inserting prosthesis. The prosthesis could not have been inserted with an angle and no rotational move was done while inserting prosthesis. No difference in surgical steps between the first and the second implant was noticed. The surgeon did not use the mobi-c distraction forceps; he used caspar distractor. The following steps were not followed: while removing peek jaws if there is any resistance, one of the jaw may be against the uncus. Rotate the convex jaw first (as it is the less bulky) by 90° caudal & pull it back along the disc axis. Additional information received on (B)(6) 2019: the size of the second implant was the same as the first implant. Two levels were performed during the surgery: one mobi-c and one roi-c. No issue reported concerning roi-c. The surgeon used the caspar to distract when doing the discectomy, and compressed after the mobi-c was in proper position, before the cartridge was removed. No pre-, per- and post-op x-ray images are available due to hospital policy. All osteophytes were removed. The implant teeth were seated into the vertebrae. The final vertebral compression was performed. The surgeon did not use the mobi-c no touch level.

Event description:
Mobi-c p&f us : disassembled after releasing. The distributor reported on the complaint report that a perfect placement of mobi-c. Extraction forceps used at the side notches. Forceps were squeezed the cartridge was released and removed. When x-ray was performed after the cartridge was taken off mobi-c, it showed that the mobi-c had came part. That mobi-c was taken out and another was implanted without issues. No patient impact and surgery delay were reported. Additional information received on december 28th 2018: the depth stop adjustment was initially set at zero. The surgical technique was followed at the mobi-c loading on inserter (take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.). The disc space was not under distraction. The surgeon did not encounter resistance while inserting prosthesis. The prosthesis could not have been inserted with an angle, no rotational move was done while inserting prosthesis. No difference in surgical steps between the first and the second implant was noticed. The surgeon did not use the mobi-c distraction forceps; he used caspar distractor. The following steps : while removing peek jaws if there is any resistance, one of the jaw may be against the uncus. Rotate the convex jaw first (as it is the less bulky) by 90° caudal & pull it back along the disc axis were not followed.

Manufacturer narrative:
Attempts have been made to obtain more information about the reported event to determine the root cause of the complaint. Investigation still in progress. Conclusion not yet available.

Manufacturer narrative:
This medwatch is submitted to send the initial report about a mobi-c complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Information requests are in progress to obtain more information about the incident. Conclusion is not available yet . Not returned to manufacturer.

Event description:
Mobi-c p&f us: disassembled after releasing. Perfect placement mobi-c. Extraction forceps used at the side notches. Forceps were squeezed the cartridge was released and removed. When xray was performed after the cartridge was taken off mobic, it showed that the mobi c had came part. That mobi-c was taken out and another was implanted with out issues. No patient impact or surgery delay reported.